Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the bd commercial field service team was onsite performing a 9.33 firmware upgrade. During the upgrade the field service team reported the majority of the model 8100 fleet was under-infusing.